Manufacturer narrative:
Visual examination of the returned catheter revealed that the balloon was ruptured due to protrusion of a broken leadwire. Further examination found the proximal lead wire had broken from the weld, which is located under the proximal balloon windings. There was no visible damage to the catheter body, proximal balloon windings or catheter tip. There were no severe bends or kinks that would account for pulling of the lead wire from under the proximal windings. The catheter body dimensions were measured to determine if the catheter had been stretched. All dimensions were found to be within specification. A device history record review was completed and it was confirmed that the device met specification upon distribution.

Event description:
It was reported that balloon did not inflate and could not maintain inflation during set up. There were no patient complications reported.